Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that it was difficult to oxygenate a patient therefore, the settings were modified. The patient had improved but the ventilator waveforms were odd. The patient was placed to another ventilator. The patient was extubated the next day. The patient was not harmed or injured as a result of the event.